Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed low shock impedance measurements as detected via the patient's remote home monitoring system. The patient was brought in for device testing where all testing was reported to have been normal. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Additional information was received that the shock vector was reprogrammed and the clinic will continue to monitor the patient via the remote home monitoring system. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the low out of range shock impedance measurements continue to be detected via the remote home monitoring system. The patient was once again brought into the clinic and in office testing showed within normal shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed the options of continuing to monitor or performing a commanded shock. The physician is considering the options. The implantable cardioverter defibrillator (ICD) and shocking right ventricular (rv) lead remain in service and no adverse patient effects were reported.